Manufacturer narrative:
It was not possible to match this event with any previously reported event. Concomitant medical products: product ID neu_unknown_cath, implanted: (B)(6) 2010, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Veizi, i.e., hayek, s.m., hanes, m., galica, r., katta, s., yaksh, t. Primary hydromorphone-related intrathecal catheter tip granulomas: is there a role for dose and concentration? Neuromodulation : journal of the international neuromodulation society. 2016. Doi: 10.1111/ner.12481. Summary: the objective of this study is to determine the incidence and the association of intrathecal hydromorphone dose, concentration, duration of treatment and concomitant agents with intrathecal catheter tip granuloma (ictg) formation. Reported events: this is a (B)(6) female who underwent idds placement (with catheter tip at t9) in (B)(6) of 2010 for intractable abdominal pain secondary to chronic pancreatitis. Her infusion contained hydromorphone at an initial dose of 70 mcg/day and concentration of 350 mcg/ml. Over the following 27 months the patient enrolled in a hospice program believing that she had pancreatic cancer (this diagnosis was later rescinded) and her hydromorphone dose was gradually increased to 7.2 mg/day and concentration to 10 mg/ml (from an outside refill service). At this time, she began experiencing lower extremity weakness and sensory deficits of the abdomen. MRI revealed a 5 mm catheter tip granuloma. Her hydromorphone infusion was transitioned to fentanyl 600 mcg/day with a concentration of 1000 mcg/ml. Nine months later, a repeat MRI indicated granuloma progression to 8 mm in diameter with mass effect to the adjacent cord extending from t7 to t11 with associated edematous changes. The patient¿s infusion was transitioned to normal saline at that time. Follow-up MRI four weeks later showed improvement in mass effect and the patient noted improvement of her symptoms, although not complete resolution. Continued surveillance mris failed to show improvement and her idds was explanted. Since device removal the patient has experienced further improvement in her symptoms of lower extremity weakness. Of note, her idds reservoir refills were being performed by a third party home refill service at the time of granuloma formation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.